Manufacturer narrative:
The complainant indicated that the device remains implanted; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that post a stenting procedure, restenosis occurred. During the percutaneous transluminal angioplasty (pta), it was determined that a restenosis of a wallstent occurred. It is unknown when the in stent restenosis was first noted. The lesion was located within a wallstent placed in the left superficial femoral artery (sfa) two years ago. The 100% stenotic lesion was located in the moderately tortuous vessel. The lesion was dilated with a 4mm sterling balloon, and a 6.0-40,135 wanda balloon. The wanda balloon was inflated five times to 10 atms; however, upon the fifth inflation, the balloon ruptured. The procedure was completed with that device. No further patient injuries or complications were reported. Patient status is listed as "good." No further info was available regarding this event.